Manufacturer narrative:
(B)(4). The customer reported a patient suffered a serious injury caused by a low nibp measurement which led to a medical intervention. The patient suffered a seizure and was transferred to picu. A performance verification was performed on (B)(4) 2012, which showed that one of the devices was off by 10% and the other by 20%. The hospitals' biomed was able to perform nbp calibration per manufacturer specifications and found that the unit was not within tolerance. Calibration on the other device was not successful and showed that it required a new nibp pump. Both devices were also checked with multiple nbp simulators to rule out any erroneous readings. As it is unclear which factors actually contributed to the serious injury, philips is reporting this incident only because there was a serious injury while a philips device was in use. The devices will be evaluated. Philips is in the process of obtaining additional information regarding this incident and the complaint and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a patient suffered a serious injury caused by a low nibp measurement which led to a medical intervention.